Manufacturer narrative:
As originally reported in report # 3004209178-2017-14527: "it was further noted that the physician did surgery to fix the pump two times on (B)(6) 2017 regarding the pump sticking out." Further investigation and addition information has determined that this information referred to a revision of s/n (B)(4) on (B)(6) 2017 to be replaced with s/n (B)(4), previously reported in # 3004209178-2017-14527, and a revision of s/n (B)(4) on (B)(6) 2017. Information regarding the event requiring intervention on (B)(6) 2017 is detailed in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of morphine at an unknown dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient's pump "acts like [their] body is rejecting it" because it is pushing out to the patient's skin. According the patient, their healthcare provider (hcp) stated that this was normal. The patient reported 3 different "spots" or "circles" around the pump, which appear as though the patient has burnt skin but does not feel like it is burning. The patient reportedly was given an abdominal binder to wear over the pump to help form a pocket around the scar tissue to set itself down in, making it hurt worse. The patient also reported that, when they get a refill, it works "perfectly" for a few days, but after that feel like it is not covering their pain. The patient noted that they have had oral pain pills and have taken pain pills with it. The patient reported that they would be pain free, but then it would wear off and the pain would return. The patient also reported that they had been opened up 13 times surgically. The patient¿s concomitant medications included unspecified oral pain pills additional information was received from a consumer (con). It was reported that since the patient got the new device he did not feel like it helped. It was not covering the pain very much at all, just slightly. The patient said he was trying to get the doctor to up the dose, but he only upped the percentage. The patient said he increased the dose per day by 11%. Additional information was received from a consumer. The pump was protruding outward since implant ((B)(6) 2017). It was noted that the patient had reported to a physician about a week post implant. The physician had tried three times to fix it since (B)(6) 2017, but it was still protruding outward. It was clarified that the physician did surgery to fix it two times on (B)(6) 2017 with regards to their previous pump and on (B)(6) 2017 (refer to MFR report # 3004209178-2017-14527). Regarding the third fix, refer to the previously reported information regarding the patient having been given an abdominal binder to wear over the pump to help form a pocket around the scar tissue to set itself down in. The patient¿s skin was stretched so tight over the pump that if he flicked the skin in the area it sounded like he was flicking an empty tin can since (B)(6) 2017. The patient had to watch his right arm movement because if he hits the pump he could feel instant pain since (B)(6) 2017. It was noted that the patient¿s physician would not talk to the patient about the issue anymore. It was clarified that regarding the pump protruding through the skin, the pump had not come through the skin. The patient could feel where the catheter goes into the pump. It was stated that the patient mentioned to a physician that the pump was sticking out again and the doctor questioned the patient of what they wanted them to do. It was further noted that the physician gave the patient a piece of paper with four pain clinics he could go to. The patient was previously receiving morphine with concentration 25 mg/ml at a dose rate of 7.002 mg/day and the new drug was morphine with concentration 25 mg/ml at a dose rate of 7.752 mg/day. Additional information was received from a consumer. It was reported that the patient had a defective pump because a week ago (relative to (B)(6) 2018), it felt like a softball in his stomach. He had looked up the pump on the internet and his model number came up on a recall battery malfunction. Since having pump replacement, he had told his hcp that the pump was not working right because he was not getting enough medication like he was before the replacement. The patient's pump serial number was looked up for pump battery update on site and the serial number was not part of communication. There were no further complications reported at this time.